Manufacturer narrative:
Due to character limit: e1. Event site address: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported during preparation and clinical use that the transray plus 35cc intra aortic balloon (iab) had fluid leakage from the junction of the stopcock and tubing when flushing the supplied sheath, which was discontinued and replaced with a terumo 8fr sheath. After insertion, the optical sensor did not display a blood pressure waveform an alternate waveform input was used to continue therapy, and the device remains in use pending retrieval after removal.there were no patient harm or injury was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: h6 (medical device problem code) the iab was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The dilator was returned inside the 7.5fr side port sheath with traces of blood on the components separate from the iab catheter. Two kinks were observed on the catheter tubing approximately 73.2cm and 73.9cm from iab tip. The optical fiber was found to be broken within the membrane approximately 18cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Additionally, a leak test was performed on the sheath and a leak was observed from the side port sheath stopcock. The optical fiber was found to be broken and the side port sheath stopcock leaked, confirming the reported problems. This issue has been determined to be a supplier manufacturing issue and scar 26-srf-cadi-145 was initiated to investigate the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.